Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. Valve actuation test passed. System air leak test passed. Teach pumps check passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler encountered no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient's treatment records following a report of a pump a vs. B volume error. The patient discontinued treatment due to the large drain. A review of the patient's treatment records identified that the patient drained 3737 ml during drain 0 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2000 ml. The patient did a last fill of 2l. The patient did not due a manual exchange. Daytime manual exchange was entered at yes and the amount for the daytime exchange was 2l. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient¿s wife stated that they believe the patient did not actually over fill. Stated that the patient completed treatment using the cycler and noted that they did not drain ¿much at all¿. The patient elected to use the old cycler until the new cycler came in instead of having to do manual treatment. The treatment was completed without issue. It was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a pump a vs. B volume error. The patient discontinued treatment due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3737 ml during drain 0 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2000 ml. The patient did a last fill of 2l. The patient did not due a manual exchange. Daytime manual exchange was entered at yes and the amount for the daytime exchange was 2l. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient¿s wife stated that they believe the patient did not actually over fill. Stated that the patient completed treatment using the cycler and noted that they did not drain ¿much at all¿. The patient elected to use the old cycler until the new cycler came in instead of having to do manual treatment. The treatment was completed without issue. It was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.